Manufacturer narrative:
Correction to h3, the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope suction channel tested positive for one (1) colony forming unit (cfu) of staphylococcus coagulase negative. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The scope was precleaned immediately after the procedure and during pre-cleaning, the customer aspirated water through the instrument/suction channel with suction pump. The scope failed leak testing during manual cleaning. The customer used anioxyme jet plus detergent to brush the operating channel, the suction pistons/cylinders, and the operating channel port channel. The device was rinsed before manual disinfection. The customer manually disinfects the scopes using anioxyme twin disinfectants, and all channels were flushed and immersed into the disinfection and rinsed with tap water. For automated endoscope reprocessor (aer) treatment, the miniietd2 washer along with endodet detergent and ecolab disinfectant was used. The scope was stored in a cabinet drying cabinet blew by clean compressed air and olympus is the customer¿s maintenance company. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.